Event description:
The site reported the following. The technologist was advancing the plunger to prepare the CT syringe for filling when they noticed a thin, hair-like foreign body within the syringe barrel.

Manufacturer narrative:
Bayer r & I product analysis received and examined the returned syringe, lot number unknown, and identified the presence of a thin strand of plastic in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 20 mm in length and less than 0.5mm in width. Comparison of the particle with the side diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists. This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted.